Event description:
It was reported that during a procedure of the right coronary artery (rca) lesion, two guide wires were positioned and the multi-link 8 stent delivery system (sds) was being advanced through the non-abbott guide catheter extension when it met resistance at the proximal end of the guide catheter extension. The sds along with all the devices was removed simultaneously from the anatomy; the various pieces were then removed from the guide catheter. Outside the anatomy it was noted that the stent implant had dislodged off the balloon and was found in the inflation device. A bare metal stent (bms) was delivered to the rca and to the circumflex without incident. There was no reported clinically significant delay to the procedure due to the device issue. There was no reported adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: choice extra; inflation: basix compak; guide cath: guideliner extension. The device was not returned for analysis which may have aided the investigation. Factors which may contribute to resistance with a guiding catheter include, but are not limited to, manufacturing, damage to the stent implant, damage to the guiding catheter, patient anatomy, or procedural technique. Reportedly, there were 2 guide wires in the guiding catheter. In this case, it is likely that the resistance was caused by having multiple guide wires in one guiding catheter. Stent dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, and interaction with the lesion, accessory devices, and/or previously implanted stents. Reportedly, there were 2 guide wires in the guiding catheter and resistance was met during catheter advancement so it is possible that the stent was dislodged due to interaction with multiple guide wires, although this cannot be confirmed. The device lot history record was reviewed for this lot and there were no non-conforming material records associated with this lot, indicating all lot release testing met specification. Additionally, a query of the complaint handling database for the reported lot revealed no other incidents. Based on the information received with this incident and the review of the manufacturing records, the reported resistance with the guiding catheter was most likely due to the operational context of the procedure; however, a definitive cause for the reported stent dislodgement cannot be determined. There is no indication of a product quality deficiency. All stent delivery systems (sds) are inspected for proper stent placement, stent damage and crimped stent outer diameter (od). Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force.